Event description:
It was reported to philips that the system was unable to boot up, preventing imaging. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Field service engineer (fse) visited onsite and confirmed the reported issue. After reviewing the log, fse found fd controller error. To resolve the problem, fse replaced fd controller and download software and reload config file. After replacement of fd controller, the system returned to use in good working order. The codes were updated based on the investigation outcome.